Event description:
The manufacturer became aware of an allegation of dreamstation 2 auto CPAP that the unit's filter has black and very dark and the patient is not a smoker. The device was returned to the manufacturer, but the investigation has not yet begun. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Legacy complaint ID (B)(4) was reported in MFR report number 2518422-2023-28209. The correct legacy complaint ID should have been (B)(4).

Manufacturer narrative:
The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found dust-like contaminant, hair-like particles, mineral deposits, dried liquid spots in the device. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown in the returned materials. The manufacturer concludes contamination were external to the device. There was no evidence of sound abatement foam degradation. In this report, box d, g, h has been updated/corrected.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer became aware of an allegation of dreamstation 2 auto CPAP that the unit's filter has black and very dark and the patient is not a smoker. There was no report of patient harm or injury. The device was returned to the manufacturer, but the investigation has not yet begun. Based on the information available at this time of investigation, it has been determined that the device did not cause or contribute to a serious injury or death. The device evaluation found no evidence of product malfunction in which the ability of the device to deliver the prescribed therapy to the published specifications would be impacted. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. There was no patient harm or injury associated with this device and no increased risk to the intended user. Based on the information available, it is a non-reportable complaint.